Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri), and premature battery depletion was suspected. The ICD remains in use. No patient complications have been reported as a result of this event.